Manufacturer narrative:
The recipient reportedly experienced an infection at the incision site. The recipient was treated with medication and cleaning, however, the infection did not resolve.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding medical treatment were unsuccessful. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.